Event description:
It was reported that during a routine check it was observed that the cs300 intra-aortic balloon pump (iabp) was not detecting ECG. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and replaced the front end board (0670-00-0668), and the iabp was then working with ECG, as well a pressure. All calibration, functional and safety checks to meet factory specifications was performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site postal code - (B)(6)).

Event description:
N/a.